Event description:
It is reported that patient underwent total hip surgery in early 2008. Patient was revised nine months later, due to an unknown reason.

Manufacturer narrative:
Evaluation summary: the returned x-ray images were reviewed. It was observed that the patient had a left hip arthroplasty and a right knee arthroplasty performed in early 2008. It was also observed that nine months later, the x-ray image, the acetabular component had shifted. The stem location and fit were not observed to change. It is likely that the kinectiv femoral stem and neck were not a factor in the alleged event of the loosening of the acetabular component. The devices were not available for evaluation and the device conditions are unknown. Factors which may contribute to acetabular implant loosening pertaining to the kinectiv femoral neck may be one or a combination of the following mechanisms: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of mating connectivity between the stem, neck, and head interfaces. However, the exact cause for the current situation can not be conclusively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.